Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. No lot number provided for DHR.

Event description:
It was reported that a few hours after starting the pump alarmed with no error massage (cassette prepared at 8 pm, pump alarmed at 4 am). Alarmed lower than occlusion alarm. The patient tried with another pump, but same issue. Issue resolved after changing cassette. No patient injury was reported.